Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll medical representative evaluated at the customer site. The customer's report was not replicated or confirmed. The device was put through extensive including bench handling, and power cycling without duplicating the report. The device passed final testing and was returned to service. The battery used could not be identified at the site, therefore that battery was not evaluated as part of this investigation. No trend is associated with reports of this type.